Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. During the procedure, the patient had an elevated blood pressure and intravenous medication was administered. The patient's blood pressure remained elevated after ten minutes. The physician attempted to proceed with the right heart catheterization via radial access but was unable to advance the wire due to unique patient anatomy and elected to abort the procedure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.